Event description:
Updated summary: customer reported hyperglycemia but did not indicate how they treated or if they required medical attention and if they experienced symptoms related to high blood glucose.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 0 pounds to 175 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 175 pounds which is updated in section a4. Also, additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced severe hyperglycemia and the diabetic ketoacidosis. The customer reported hyperglycemia, diabetic ketoacidosis, nausea, vomiting treated intravenous insulin. The event involved product(s) mmt-342, mmt-7040a, mmt-431ag, mmt-1884. Troubleshooting was performed. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer was using the auto mode/smart guard feature at the time of the event. Customer declined to check for possible site/ insulin issues. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-7040a. No product return is required for mmt-431ag. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.